Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the customer reported the vessel sealer extend instrument was not sealing when used. They attempted to use multiple times before instrument was exchanged out for another one. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the vessel sealer extend instrument was not sealing, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis (fa). The vessel sealer extend instrument was analyzed and the complaint regarding was not confirmed by fa. Fa investigations did not replicate nor confirm the customer reported complaint. Based on log review and during in-house testing, no sealing issues were observed. The instrument was placed and driven on an in-house system which passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument passed cut and energy delivery tests. No sealing issues were observed. Electrical continuity was performed and passed. The knife slot measurement was 0.028" and the electrode gap verification passed at 0.003". The grip force test was performed and passed. Passing values for the grip force test is between 4.25lbs to 8.75lbs at the straight orientation. Grip force test: straight: 7.32 pitch: 7.46 yaw: 7.01. Additional observation not reported by site: visual inspection was performed and one of the ceramic dots on the grip tip at the distal end was found to be broken. The broken piece measuring approximately 0.021" x 0.033" in size, was not returned with the instrument.